Manufacturer narrative:
(B)(4).

Event description:
The ¿capacitor charge time limit reached¿ message occurred. There was no compromised patient therapy or consequences. Explant of the device is anticipated.

Manufacturer narrative:
Evaluation summary: upon analysis and record review, bench testing and the charge log confirmed the charge timeouts. Installation of a new hv capacitor within the device during testing revealed no device anomalies. An internal capacitor anomaly was found to have been the cause of the extended charge time.

Event description:
The ¿capacitor charge time limit reached¿ message occurred. There was no compromised patient therapy or consequences. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of extended charge time was confirmed after reviewing the high voltage charge log. The high voltage capacitors were analyzed by their manufacturer and an internal anomaly was found inside one of the capacitors that was the cause of the extended charging. Corrective action described in field safety notice concerning (B)(4) ellipse vr/de implantable cardioverter defibrillator (icds); (B)(4) 2014.